Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke off. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no known injury." Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.